Event description:
During the atrial fibrillation procedure, the sheath and dilator were integrated and inserted into the patient's femoral vein. When it was inserted up to around the ivc, it could not be inserted further. Upon removal, the dilator tip was found to be completely fractured and kinked. The dilator was replaced, and the procedure was completed with no adverse consequences to the patient. No additional venipuncture was performed due to dilator replacement. Subsequently, detailed checks using echo and blood pressure monitoring confirmed no remaining fragments inside the patient's body, and no severe effects on the patient. There was no particular resistance during insertion.

Manufacturer narrative:
Additional information: b5, d9, g3, g6, h2, h3, h6, h11. One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The device damage was confirmed, the dilator was noted to be cut proximal to the distal tip. No other visual anomalies were noted on the returned device. No gap was noted at the dilator/sheath transition when the dilator was advanced through the returned sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Manufacturer narrative:
UDI information(d4) and 510k(g3) are not provided as this product (model g407376) is only marketed outside of the us and is therefore not referenced in the gudid database.

Event description:
During the atrial fibrillation procedure, the sheath and dilator was integrated and inserted into the patient's femoral vein. When it was inserted up to around the ivc, it could not be inserted further. Upon removal, the dilator was found to be completely fractured and kinked. The dilator was replaced and the procedure was completed with no adverse consequences to the patient. No additional venipuncture was performed due to dilator replacement. Subsequently, detailed checks using echo and blood pressure monitoring confirmed no remaining fragments inside the patient's body, and no severe effects on the patient. There was no particular resistance during insertion.